Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department after receiving shocks from the implantable cardioverter defibrillator (ICD). A device interrogation showed five shocks were delivered for an episode detected in the ventricular fibrillation (vf) zone. Review of the episode showed the first four shocks were delivered with less than the programmed high-voltage energy, however the fifth shock was delivered with the full high-voltage energy and terminated the rhythm. Further review of the episode data indicated short circuit protection (scp) was triggered during the first four high-voltage therapies, resulting in the less than programmed high-voltage energy being delivered. Review of historical device data found no evidence of an right ventricular (rv) lead integrity issue or device issue, and it was unable to be determined if the scp events were related to the ICD or rv lead. The patient was admitted, and the ICD and rv lead were explanted and replaced five days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.